Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's lifevest equipment is too heavy and causes the patient a lot of stress. There was no alleged device malfunction contributing to the irritation. The patient's physician was made aware of the discomfort, and the physician advised the patient to return the lifevest. The patient confirmed improvement upon removing the lifevest equipment. It's unclear if the physician provided the patient with medical intervention, reporting out of the abundance of caution.